Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported device embolization occurred.a left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the patient¿s laa. A 27mm watchman® laa closure device & delivery system (wds) was advanced and the closure device was deployed. The device was fully recaptured and removed after deploying too proximally. A 24mm wds was then advanced. The closure device was deployed. The depth of the appendage was an issue as it was limited (most depth measured on echo was 24.5mm). The release criteria were met although 3 of the 4 compression measurements were between 8-10%. The position was good, 3 tug tests were very good and there was no leak around the device. After release of the closure device, a slight shift of the device was noticed. The patient was stable throughout. The following day during routine chest x-ray prior to discharge, the closure device was observed in the left ventricle. The patient was completely asymptomatic. The patient went to surgery where the device was removed successfully and the laa was ligated. The patient was doing well after surgery and went home as expected within the normal course of time and is recovering without further complications.